Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the large bowel on a laparoscopic high anterior resection converted to hemicolectomy due to device unrelated reasons, after firing, the surgeon noticed a weird sound during knife blade retraction and opening of jaw. The reload could also not be moved to a neutral position even after pressing the up button for three seconds and more. The surgeon then noticed that the reload indicator in the handle turned yellow. To remove the device from the port, the surgeon detached the adapter from the handle and removed the entire port. Another device from another manufacturer was used to complete the case.